Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the casing on the onetouch ultrasoft lancing device is damaged. The patient's diabetes is managed with an insulin pump. The product issue began on (B)(6) 2010 around noontime. As a result of the product issue, the patient reportedly skipped his bolus insulin at 2 pm. It is not clear how the patient managed her diabetes the following days after the product issue began. The patient claimed she developed of "thirst and frequent urination" 2 to 3 days later. There was no allegation of treatment that would suggest severe hyperglycemia or hypoglycemia at the time of concern. It would have been helpful to know how the product issue may have been a contributing factor to the alleged symptoms. According to the troubleshooting performed with customer service, there was no product misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be associated with hyperglycemia after the product issue began.